Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter name unknown / not provided. G4: premarket identification k011245/k002188.

Event description:
Doctor reported that during implant placement procedure doctor opened the packaging of a spb10 and in the blister there was a spb8 instead. Doctor placed the spb8 to complete the procedure.